Event description:
In 2009, the customer contacted the technical services representative (tsr) regarding a system error 2240 (air in set). The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no pt injury or medical intervention indicated at the time of the initial report. At about one week later, a follow-up call was made to the pt's daughter, who advised the pt has been hospitalized since the day of initial contact, due to peritonitis. On the day of the follow-up call, the pt went to the intensive care unit because the blood pressure dropped. The pt remains hospitalized as at one week later. The treatment therapy for the peritonitis is unk.

Manufacturer narrative:
The sample will be returned to the baxter lab for eval. Should the sample be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.